Manufacturer narrative:
This report is submitted july 13, 2018.

Event description:
Per the audiologist, the patient experienced facial stimulation and lack of clinical benefit. It was reported that explant and reimplantation will not be planned due to the patient's anatomy. The patient will continue to be monitored by the health care provider.